Manufacturer narrative:
(B)(4).

Event description:
It was reported the powermax elite mdu hand control would not work properly and was noisy. Procedure completed with an arthrex shaver. There was a reported 15 minute delay. No patient impact was reported.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.